Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. Removing and replacing the battery did not clear the alarm. The customer's blood glucose was at 7.2 mg/dl. She was advised to discontinue use of the pump and to revert to a back-up plan. Nothing further reported.